Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the hospital, noise issue was observed. The noise was possibly due to electromagnetic interference (emi) since the episodes were consistent with the procedure the patient had prior to the check. The patient was stable.